Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, however analysis did find that the battery release was contaminated, the battery contacts were compressed and the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken and the two side bail covers were broken.

Event description:
It was reported that when the unit is turned off, the top display stays on. The unit cannot be turned back on unless the battery is removed. Then the process repeats. Follow-up information was received reporting that a nurse noticed this condition when the unit was in the process of being disconnected from a patient. There was no patient incident or injury.